Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 700cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was experiencing bilateral breast pain with the right breast feeling hard. After magnetic resonance imaging, the patient was diagnosed with bilateral baker grade IV capsular contracture and a ruptured right breast implant. As a result, the patient will undergo unilateral removal and a planned replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-03724 for the contralateral event.